Event description:
According to the reporter, upon disconnection, a blood stain was observed on the sterile drape, and blood was noted around the venous clamp of the dialysis catheter. After cleaning the clamp, nothing abnormal was visible. Flushing of the venous branch showed no issues either. However, during a pressurized flush of the venous branch with the clamp closed and saline syringe injected under pressure, a leak was immediately observed at the branch level. The catheter was not repaired. There was a leak at the catheter shaft. There was no leaking at the junction of the bifurcate and catheter. Only sterile saline (physiological serum) was used. No chemical cleaning agents were applied on the device. Tego was not utilized. There was no luer adapter issue. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information : g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, upon disconnection, a blood stain was observed on the sterile drape, and blood was noted around the venous clamp of the dialysis catheter. After cleaning the clamp, nothing abnormal was visible. Flushing of the venous branch showed no issues either. However, during a pressurized flush of the venous branch with the clamp closed and saline syringe injected under pressure, a leak was immediately observed at the branch level. The catheter was not repaired. There was no leaking at the junction of the bifurcate and catheter. Only sterile saline (physiological serum) was used. No chemical cleaning agents were applied on the device.tego was not utilized. There was no luer adapter issue. There was no reported patient injury.